Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Forty devices were received for evaluation; 40 events were confirmed during testing. Forty devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes forty malfunction events, in which the device disassembled. 36 reported events had no patient involvement; no patient impact. Two reported events had patient involvement with no patient impact. One reported event had patient involvement and patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.